Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had angina, in-stent restenosis, and stent thrombosis. In (B)(6) 2011, the patient underwent the index procedure due to stable angina and positive stress test. The target lesion was located in the mid left anterior descending artery (mid lad) with 70% stenosis. The target lesion was treated with placement of a 2.50x32mm taxus element stent, with 0% residual stenosis and timi flow 3. The patient was discharged. In (B)(6) 2013, the patient suffered four days of exertional angina on mild activity and was hospitalized when the pain became too much. The patient was diagnosed as crescendo angina and angiogram revealed in-stent restenosis and stent thrombosis of the study stent. Balloon dilation within the study stent was performed with a good result. The patient became hypotensive and bradycardiac during the procedure but improved with atropine and fluids. The patient was post-operatively hypotensive. The patient¿s blood pressure remained stable and the patient was clinically stable except for some mild right iliac fossa discomfort consistent with retroperitoneal haematoma on that side. The patient was discharged and the outcome of the event was recovered/resolved with sequelae.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).